Event description:
Us complainant reported the patient was on impella 5.5 support. According to abiomed¿s long-term outcome and quality indicator (loqi) impella registry, a patient endured pseudomonas sepsis with a possible relationship to the impella device. The patient developed a spiked fever 103.1 and white count elevated to 9100. The patient was treated with antibiotics - vancomycin and zosyn. The decision was made to remove impella 5.5. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. Corrections to the initial MFR report:g1 MDR reporting contact email.